Manufacturer narrative:
Section b5, d4, d7, d10, h3, and h4: additional information manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported low speed events and pump stoppage. (B)(6) was returned assembled with the driveline cut approximately 11 inches from the pump housing and a distal segment measuring approximately 27 inches was returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The driveline was tested for continuity in the condition that it was received and did not reveal any discontinuities or shorts. The bionate layer was slightly discolored but otherwise unremarkable. The metal braided shield had significant breakdown from approximately 7 inches to 10 inches from the pump housing. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination along with hipot testing of the internal portion of the patient¿s driveline revealed breaches to the insulation of the red wire approximately 7.25 inches from the pump housing, the insulation of the green wire approximately 8.25 inches from the pump housing, the insulation of the orange wire approximately 9 inches from the pump housing, the insulation of the yellow wire approximately 10 inches from the pump housing, and the insulation of the yellow wire approximately 13 inches from the pump housing. The remaining portions of the proximal and distal segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation events and pump stoppage which were observed in the submitted log file, would have resulted from a short to shield if any of the exposed portions of the conductor of the red, green, orange, or yellow wires made contact with the metal braided shield while the patient was operating on the mobile power unit. Incidental finding: the driveline was covered in rescue tape from the controller connector to approximately 4.5 inches from the controller connector. Upon removal of the rescue tape, a breach in the silicone sleeve was noted at approximately 2.5 inches from the controller connector. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the cause of the low speed events and pump stops was later communicated to be a short to shield driveline issue. The patient did not have a perc lead repair, but opted for a pump exchange which was completed on (B)(6) 2019. The patient was reportedly doing well following the exchange.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was noted to have pump off events, as well as several low flow speeds and speeds under the limit. The log file captured speed drops less than the low speed limit on (B)(6) 2019 at 20:37 and pump stops on (B)(6) 2019 at 22:08. The events lasted for 3 second or less. There was not enough log file evidence to confirm the cause of these events, though they did occur while the patient was connected to the mpu, so short to shield was considered as a possibility. X-rays of the percutaneous lead were reported to be unremarkable but a repair was to be scheduled.